Event description:
The PICC line was inserted in 2000. Ten days later, the home health nurse attempted to remove the PICC at the pts home. She could not remove it. The pt was sent to the ER. The ER physician attempted to remove the PICC when it broke in two (at 31cm line) and the piece inside pt migrated to the pulmonary artery. The pt had the piece removed via fluoroscopy.